Event description:
The customer stated that the insulin pump was submerged in water. The customer stated that there was water inside the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.